Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found however, the helix, on visual inspection was stretched and was bent/distorted. The stylet was also found to be bent on visual inspection.

Event description:
It was reported during the implant procedure that the sytlet became "stuck" within the lead and unable to be removed. The lead and stylet were removed and not used. The lead was not implanted. No patient complications have been reported as a result of this event.